Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. Review of the controller log files was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course.  There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with hematuria and evidence of hemolysis on lab analysis indicative of pump thrombosis. Lactate dehydrogenase (ldh) was initially 1400 and rose to a peak of 6000 with evidence of hemoglobinuria as well as liver and kidney injury. Logfiles confirmed significant power and flow elevations. Cardiac computed tomography angiography (cta) did not show obvious thrombus in the left ventricle or the pump and no irregularities on the outflow tract. It did however reveal significant thrombus burden of the bioprosthetic aortic valve that extended to the aortic sinuses and coronary orifices. The patient was started on bivalirudin without significant improvement in ldh, power/flow elevations or in pump function. The patient was treated with escalating doses of bivalirudin. It was reported that there was difficulty in getting therapeutic anti-xa levels, which was suggestive of a high clot burden. The patient was evaluated by computerized tomography (CT) surgery who did not feel they were a surgical candidate for pump exchange due to multiple co-morbidities, prior pump exchanges and a prior debilitating stroke. The patient¿s condition deteriorated over the course of a week despite medical therapy and their prognosis was discussed the patient and the family. The patient was ultimately moved towards comfort measures. The pump was turned off and the patient subsequently expired.